Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by a worn-out lock latch on the video connector, which led to a loss of image when the scope end connector was wiggled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the subject device had a worn-out lock latch on the video connector, which caused a loss of image when the scope end connector was wiggled and prevented the scope connector from being held properly. There was no patient involvement.